Event description:
Reporting status: death. Reporting rationale: the patient experienced several adverse events, including cardiac arrest, and subsequently died. Device issue: no device malfunction has been reported. It was reported via a trial that the patient experienced syncope in 2008, which was likely due to a combination of infection, dehydration, and anemia. The patient was treated with antibiotics, rehydration, and blood transfusions. Two days later, the patient experienced weakness and presyncope which was treated with dopamine, atropine, CPR, and intubation. Some time after, the patient had acute coronary syndrome. The patient died the following month. No autopsy was performed. No additional event or patient information is available.

Manufacturer narrative:
(Syncope, infection, dehydration, anemia, weakness, presyncope).